Event description:
Additional information was received from a rep indicating that the patient is scheduled for a replacement on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that his device had not been working for over a year. The patient reported that ¿it just became unresponsive like the first one.¿ the patient reported that it was working and started giving him a little glitch but at first he thought it was the way he was positioning it. The patient reported that it started doing when like ¿your car is running kind of rough¿ then it straightened out, then it seemed it was doing it a little more. The patient reported then it was the end of it, it stopped responding. The patient reported that the recharger (insr) couldn't find the ins. The patient reported that he couldn't charge. The patient reported that he could not get it started. The patient reported that he laid on the bed with the insr on for 6 hours one day trying to charge and couldn't charge. The patient reported that his healthcare provider (hcp) was supposed to contact a manufacturer¿s representative (rep) and have the rep ¿revive¿ the ins to see if it kicked over. The patient reported that they did not hear back. Additional information was received from a rep on (B)(6) 2017. The rep reported that they called the patient and left a message and had not heard back. No further complications anticipated.